Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection found white particles floating in the reservoir of the device. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate contained white, floating particulate matter. This was identified after the device was filled with an unspecified amount of saline. There was no patient involvement. No additional information is available.